Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following system implant, the physician reported a minimal pneumothorax. Intervention required 1l/min of oxygenotherapy: no surgical intervention was required. The patient did incur an extension of hospital admission; however, no additional adverse effects were reported. To date, the system remains implanted and in service.